Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant and doctor was not able to remove. Therefore the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one 3i t3® ex hex tapered implant 4 x 13mm (boet413) returned for investigation. Visual inspection of the as returned products identified one implant with fractured screw inside of it. Additionally, some external thread featured identified to have minor damages likely from removal process. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. Pre-existing conditions noted on the per was type ii (moderate bone density). The reported device had been located on tooth site 26 (fdi) and was implanted for approximately 3 years and 8 months. DHR and complaint history review could not be performed for unknown lb screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. June post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (screw fracture). Therefore, based on the available information, the reported device malfunction did occur and the reported event was confirmed.